Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided.

Event description:
It was reported that the implant at tooth site #7 was removed due to bone loss & infection. At torque test appointment pa showed radiolucency. Patient had infection, implant was removed.